Manufacturer narrative:
(B)(4). The customer returned several components from a cvc kit and a lidstock for analysis. The guide wire and the introducer needle will be analyzed as part of this complaint investigation. Signs-of-use in the form of biological material were observed on the guide wire and the introducer needle. Visual analysis revealed that the guide wire was stuck inside the introducer needle. Despite this, a portion of the distal end of the guide wire was protruding out of the needle cannula. Four major kinks were also observed across the guide wire body. After dislodging the guide wire from the cannula, it was discovered that the guide wire had unraveled from the distal end. Microscopic examination revealed that the distal weld had completely separated from the guide wire (coils and core wire). The point of separation on the core wire appeared slightly tapered and discolored indicating that the core wire likely broke directly adjacent to the weld. No other defects or anomalies were observed. The core wire length measured 599mm, which is within the specification limits of 596mm-604mm per the marked guide wire graphic. The guide wire outer diameter measured .804mm, which is within the specification limits of .788mm-.826mm per the marked guide wire graphic. The cannula length measured 2.687", which is within the specification limits of 2.643"-2.713". The cannula outer diameter measured .0497", which is within the specification limits of .0495"-.0505" per the cannula graphic. The cannula inner diameter measured .041", which is within the specification limits of .041"-.043" per the cannula graphic. Because the guide wire involved with this complaint was too deformed, a lab inventory guide wire was passed through the introducer needle. Little to no resistance was observed as the guide wire was able to pass completely through the needle. A manual tug test confirmed that the proximal weld was secure and intact to the guide wire assembly. A device history record review was performed with no relevant findings to suggest a manufacturing relate cause. The IFU provided with the kit informs the user "do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide". The IFU also cautions, "although the incidence of spring-wire guide failure is extremely low, practitioner should be aware of the potential for breakage if undue force is applied to the wire". The reported that the guide wire unraveled/separated was confirmed through examination of the returned sample. The core wire was broken adjacent to the distal weld. Additionally, the distal weld had completely separated from the guide wire assembly. The guide wire and introducer needle met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. The internal specification is higher than the bs en iso 11070:2014 of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the swg (spring wire guide) was kinked during patient use.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the swg (spring wire guide) was kinked during patient use.